Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015 product type implantable neurostimulator (B)(4).

Event description:
Information received from the patient reported that there were only 6 of the 17-18 programs on their implantable neurostimulator (ins) that were working and that they experienced "tremendous" pain. It was noted that the patient would have to turn down the stimulation a "long ways" when going to bed at night due to the different positions they were in. The patient stated that without the therapy, after about 5-10 minutes, they would be in pain. The ins and the leads were replaced and, afterwards, it had been "fantastic" for the patient's stimulation coverage. The indications for the implanted device were noted as complex regional pain syndrome type ii and spinal pain. If additional information is received, a follow-up report will be sent. See also manufacturer's report # 3004209178-2015-25808 for the patient's other device issue.